Event description:
Patient requiring immediate non invasive ventilation. Upon attempting to plug high pressure hose into wall realized the plate had fallen off. Unable to use machine delaying emergent needed care of assisted ventilation. Patient bagged manually until pressure hose could be connected. No patient harm.